Event description:
Account experiencing discrepant low sodium results that are higher when repeated by another analyzer for approx 200 pt samples. Since 2008. Only the following 3 examples were provided. Pt 1: on the same day, (female). Initial result gave 129 mmol/l; repeated on the following month, gave 144 mmol/l. Erroneous results were not reported. The field svc rep determined there was a problems with the reference solution/flow and electrode. Reference solution and electrode was replaced. Performance tests were performed and within spec.

Event description:
No date of occurence or repeat date provided for pt 3. Pt3: initial result gave 127 mmol/l; repeat gave 136 mmol/l. No pt demographics provided for this pt. Erroneous results were not reported. The field svc rep determined there was a problems with the reference solution/flow and electrode. Reference solution and electrode was replaced. Performance tests were performed and within spec.

Event description:
Pt 2: in 2008, (female), initial result gave 129 mmol/l; repeated on the following month, gave 140 mmol/l. Erroneous results were not reported. The field svc rep determined there was a problems with the reference solution/flow and electrode. Reference solution and electrode was replaced. Performance tests were performed and within spec.